Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 528 mg/dl and diabetic ketoacidosis. The patient received a motor error alarm and no delivery alarm prior to the hospitalization. She was being treated with an insulin drip IV and her current blood glucose was 211 mg/dl. The infusion set was inspected and it was discovered that the needle guard had not been removed prior to insertion. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm or motor error alarm noted. The insulin pump was programmed with a basal rate and monitored for 24 hrs. The basal was delivered and recorded properly in basal review screen. No basal anomaly or unexpected activation noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the displacement accuracy test.